Event description:
It was reported that patient underwent a left hip revision at an unknown amount of time post implantation due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays identifying there is a superolateral dislocation of the left hip arthroplasty. There is an acetabular component related to a prior revision and a constraining ring. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical device: unk cup; unk liner; unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03402. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to superolateral dislocation. However, no revision has been reported to date. No additional information is available at this time.